Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7074763/7074765.

Event description:
It was reported that the patient had an infection that turned septic. The patient underwent a spinal cord stimulator explant procedure and the patient was doing well postoperatively. The explanted device will not be returned.